Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 189 mg/dl (ss) and 300 mg/dl (hcp), respectively (37% difference). No symptoms were reported. Pt also stated that control test result was in range. No other info was provided. There was no allegation of harm.